Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be submitted once analysis has been completed.

Manufacturer narrative:
Analysis of the ins, serial # (B)(4), found a parity por on the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep). It was reported that the rep saw a por (power on reset) when she was trying to charge the ins (implantable neurostimulator) prior to implant. There was no code associated with the por. The rep interrogated the ins with the clinician programmer and the por code did not appear allowing her to reach the lead configuration screen. The rep interrogated the ins again and both times she was able to reach the lead configuration screen.